Event description:
The report received from the affiliate indicated that the plug of the 6 fr. Exoseal vascular closure device (vcd) was deployed without any issue but was not able to achieve hemostasis. Manual compression was performed to successfully achieve hemostasis. The day after the procedure, the patient¿s arterial brachial index (abi) was measured and was low. The physician confirmed that there was something like the plug at the level of the superficial femoral artery (sfa). The patient was asymptomatic. The physician will perform angiogram next week for follow-up. The product was clinically used. And it will not be returned for analysis. The procedure was a percutaneous transluminal angioplasty (pta) of the sfa. After the procedure, the exoseal device was inserted into the non-cordis sheath and connected with it. Adequate bleed-back signal from the bleed back indicator was confirmed, and the exoseal with the sheath was retracted. The physician confirmed that the bleed back flow stopped and the indicator window changed to solid black, then, he deployed the plug without any issue. Additional information has been requested.

Manufacturer narrative:
After use of a 6 fr. Exoseal vascular closure device (vcd) for vascular closure, hemostasis was not achieved. Manual compression was performed to successfully achieve hemostasis. The day after deployment, the patient¿s arterial brachial index (abi) was measured and was low. The physician confirmed that there was something ¿like the plug at the level of the superficial femoral artery (sfa)¿. The patient was asymptomatic and no treatment was provided to the patient to treat the suspected intravascular plug placement at this time. The physician planed to perform an angiogram for follow-up, however results of the angiogram were denied for review. Angiography films were not made available. The procedure was a percutaneous transluminal angioplasty (pta) of the sfa. Retrograde approach was used. The exoseal vcd prepped according to IFU instructions and no visible signs of device/package damage prior to use were reported. Femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque, there was not a stent near the puncture site and the vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. After the procedure, the exoseal device was inserted into the non-cordis sheath and connected with it. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. Adequate bleed-back signal from the bleed back indicator was confirmed, and the exoseal with the sheath was retracted. The physician did not have the thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The exoseal vcd was reported to be securely locked with the vascular sheath introducer. The physician confirmed that the bleed back flow stopped and the indicator window changed to solid black, then, he deployed the plug without any issue. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The patient¿s blood pressure and anticoagulation levels were unknown. The physician had achieved certification on the use of exoseal vcd, however it was unknown how many times the physician had used the exoseal vcd prior to this procedure. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Peripheral artery occlusion is listed as a serious potential risks associated with femoral artery closure procedures. While there do not appear to be any overt procedural related factors that can be attributed to the reported event, the reason for the low arterial brachial index (abi) noted a day after the procedure was not made available. Based on the information available and without films available for review, it is not possible what factors may have contributed to the low abi. Without the product available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
Additional information received indicated that the time after plug deployment to the patient¿s decreased abi was not known. No treatment was provided to treat the reported intravascular plug placement. Films were not provided. It was not known if the physician ruled out possible plaque dislodgement etc. As a possible cause of the patient¿s decreased abi. The physician did confirm that the plug was deployed and that it was not contained in the exoseal shaft after retraction of the device. The approach for the procedure was retrograde. The physician was certified for use of the device, the number of cases performed was unknown. No visible signs of damage were noted to the packaging or the device upon inspection prior to use. The vcd was prepped properly according to the instructions for use (IFU). Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was >/= to 5mm in diameter. There was no reported difficulty connecting or locking the sheath with the vcd. The physician¿s thumb was not resting on the deployment lever during retraction. The indicator window did not show any red color during retraction. The deployment lever was pushed fully/flush against the handle. The indicator window was showing solid black at this time. No excessive force was necessary to depress the lever. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. Multiple stick attempts were not made before arterial access was achieved. The patient¿s blood pressure was unknown. It was not known if the patient was anticoagulated. An act was not known. No additional information is available. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.